Event description:
The customer reported being hospitalized for a week due to low blood glucose. The caller mentioned that he had a diabetic reaction the other day and his mother gave him a glucagon shot for his low glucose. Troubleshooting was performed, and the drive support cap appears to be normal. The caller stated that the last infusion set change was three days ago. Reviewed the programming, and the reservoir was showing the same amount of insulin as shown on the status screen. Performed the displacement test and passed. The customer mentioned that the device had a flickering display and missing segments since his admission. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.